Event description:
The pt's mother reported the display of the infusion device looks "blurry/muddy." She stated it is difficult to see the numbers on the display and it requires guessing. She also reported the down button does not work properly. No physiological effects were reported. No further info is available. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.